Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the saw blade broke during the femoral head cut. X-rays were done to see if the broken piece was in the patient. They finally found it at the end of the surgery, not in the patient. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record for (B)(4), lot number 264323, identified no relevant deviations or anomalies. Product examination could not be performed as there was no product returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.